Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. The device has not been returned. Thus, a proper device analysis could not be completed nor the reported issue confirmed. At this time, without a proper device analysis, a definitive root cause cannot be determined. However, there is no indication of a product quality issue with respect to manufacturing, design, or labeling of the lens. Based on the limited information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have caused or contributed to the reported issues is but is not limited to: poor handling during preparation for use. Discrepancies during the manufacturing process.

Event description:
The customer explanted a CT lucia 602 lens after noticing the appearance of "fuzzy corners on the edge" of the optic.